Manufacturer narrative:
No aesculap article number and no product are available and therefore it is hardly possible to determine an exact conclusion and root cause. The exact cause cannot be determined.

Event description:
It was reported that there was an issue with ae-qas-k521-56 - collect.no.qas knee implants vega. According to the complaint description, as a result of having the product implanted, the patient has experienced an issue which is unknown to aesculap. The primary surgery occurred on (B)(6) 2015, and it is unknown if there was a revision surgery. All available information has been provided at this time, if additional information becomes available the complaint will be updated accordingly. Additional information was not provided nor available / was not available. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4).